Manufacturer narrative:
The reported event was inconclusive, as the device was not returned for evaluation. However, a potential root cause for this failure mode could be user related (example: contact with sharp object)/ / exposure to petroleum based products mechanical failure/operator error. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: do not use ointments or lubricants having a petrolatum base. They will damage latex and may burst balloon. Do not aspirate urine through the drainage funnel wall. Single use only. Do not re-sterilize. For urological use only. Before using, please inspect visually whether products are all complete or surface wear."

Event description:
It was reported that the c way catheter balloon burst, and was found by the user due to catheter occlusion. The patient had been receiving regular saline irrigations due to the pkrp procedure received three days before. The burst balloon had no missing pieces, and the patient complained of increased pain after the new catheter was indwelled. Per additional information from the ibc via email 26feb2020, there was no further medical intervention for the patient's pain.